Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving baclofen (unknown dose and concentration) via an implantable pump for an unknown indication for use. On (B)(6) 2016, the catheter was changed from a system set up in 2012. A baclofen bolus was used post-operatively. Two hours later, the patient was in a hypotonic coma and required intubation. A baclofen overdose was diagnosed due to a defective pump. The reported consequence observed were transfer of the patient to resuscitation, setting of the pump to minimum flow rate and maintenance of intubation for 12 hours. The incident was reported as serious. The possible cause was listed as "quality of the medical device". The resolution of the event was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated no further information could be obtained. There was no known environmental/external/patient factors that may have led or contributed to the issue. As of (B)(6) 2017, the implant remained implanted and in service. No further complications were reported/anticipated.